Event description:
It was reported that the procedure was to treat a left anterior descending artery (lad) lesion. A 2.5x33mm xience skypoint stent delivery system (sds) was implanted mid-distal and then a 3.0x28mm xience skypoint was implanted proximal-mid with a slight overlap. The stents were post-dilated. There was significant tissue protrusion [prolpase] at the proximal portion of the 2.5x33mm xience skypoint stent just distal to the overlap. It was stented over with 2.5x15mm xience skypoint stent. The procedure was finished at which point the patient started having chest pain. The patient was re-accessed and it was noted that the 2.5x15mm stent thrombosed at the point of tissue protrusion. Stents were post-dilated again. Additionally, proximal calcium at the ostial lad was treated with shockwave and then stented over with a 3.5x18mm xience skypoint stent. Procedure was finished. Patient was removed off the table and started having chest pains again and went into ventricular fibrillation, which was treated with defibrillation. Patient was then transferred to the intensive care unit where he had two more episodes of chest pain and defibrillation. Patient was ultimately successfully discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional 2.50 x 15 skypoint device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of prolapse is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.